Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The wife reported the cause of the hospitalization was from diabetic ketoacidosis. The customer's blood glucose was 497 mg/dl at the time of admission. The wife also reported the insulin pump could not prime. The insulin pump will not be returned for analysis.